Event description:
It was reported the patient was ¿a little more shaky¿ after doing an electrode impedance test. It was noted there were no impedance issues. It was noted the patient was scheduled for a stimulator replacement. Stimulator voltage was at 2.61 volts. Stimulation was adjusted up to 3.9 volts with voltage control up to 4.9 volts set by the neurologist. The patient got a charge density warning when they increased voltage. It was also noted the patient was admitted for high blood pressure and dehydration. It was unknown if this was related to the procedure or device. Follow up reported the patient was receiving therapeutic benefit after replacement of the stimulator.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v314995, implanted: (B)(6) 2009. Product type: lead: product ID 3387s-40, lot# v351366, implanted: (B)(6) 2009. Product type: lead: product ID 748251, serial# (B)(4). Product type: extension: product ID 748251, serial# (B)(4). Product type: extension. (B)(4).